Event description:
A physician reported that during cataract surgery with intraocular implantation, a ophthalmic knives from the same lot were not sharp and could not penetrate. The surgery was completed on the same day by using another knife. The patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).